Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump as the customer would have a hard time plugging the charging cord in. There was no adverse impact to the customer's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.